Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visuasl inspection revealed that one of the tubular arms broke off at the hinge. The instrument was analyzed for conformance to print specifications. The cause of the failure was not due to any manufacturing non-conformances.

Event description:
It was reported that during an operation, after the pins were placed in the vertebrae, one of the arms broke during distraction. This is report 1 of 1 for complaint (B)(4).